Event description:
It was reported that there were aborted charges due to possible output circuit damage. There was no noise seen on the stored egms and no noise present on the device real-time egms. The pacing lead impedance was measured to be 430 ohms. The ICD was explanted and the lead was capped.

Event description:
New information notes patient received further inappropriate therapy for oversensing. The lead also had a high capture threshold. The lead was explanted and replaced.

Manufacturer narrative:
Na

Manufacturer narrative:
The damage found was sustained during the surgical procedure.